Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. Focus of osteolysis in gruen zone iii of the acetabulum without evidence of implant loosening. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 4377-32-053, sz 32/53mm hod ins durasu 1616885. 5360-00-053, clstr por shl w/seal 53mm conv 60679965. 7356-02-105, ha collarless sz 5 rt nat 1653727. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03765. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with zimmer biomet products. Subsequently, the patient was revised due to instability and abductor deficiency roughly sixteen years post implantation.